Manufacturer narrative:
(B)(4). There was no reported device malfunction and the device was not returned. Thrombosis and angina are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: 3.0x12mm lifespear; guide wire: sion blue; guide cath: 7f mach 1 fr4sh. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient was emergently transported to the hospital due to an acute myocardial infarction (ami). Thrombus aspiration and intra-vascular ultra sound (ivus) were performed. Pre-dilatation was performed with a 3.0 x 12 mm non-abbott balloon. Then, a 3.5 x 15 mm xience xpedition stent was implanted in the lesion and the procedure was completed after ivus was performed. While in the intensive care unit (ICU), 50 minutes after the procedure, the patient complained of chest pain. Coronary angiography was performed again since electrocardiographic (EKG) changes were observed. A total occlusion was noted inside the implanted stent. An aspiration of thrombus was performed, but it showed a little improvement. Therefore, dilatation was performed with a balloon catheter. Timi flow improved to timi 2 and red thrombus and yellow plaque were noted, and an aspiration of thrombus and ivus were performed again. After the additional dilatation, timi flow was improved to timi 3. Angiography was performed 15 minutes after the dilatation and smoke-like coronary arteriographic findings were observed around the stent strut. However the procedure was completed since timi flow improved to timi 3 at this time. No additional information was provided.